Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility reported that a 2008t hemodialysis machine alarmed high tmp at the end of a patient's treatment. A majority of the blood within the extracorporeal circuit was returned, however, the tmp was so high that some of the blood was not able to be returned. The patient's estimated blood loss (ebl) was noted as being approximately 40cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. Following the event, the unit was pulled from service for evaluation. A fresenius regional equipment specialist (res) performed functional testing on the machine and was not able to duplicate the alarm. The unit has been returned to service at the user facility without a recurrence of the event as reported.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed; however, the reported issue high (negative) tmp alarm was not able to be duplicated. No other problems were identified during the on-site evaluation. Following the res evaluation, the system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The system has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was not able to confirm the failure mode. The issue of high (negative) tmp alarm was not able to be duplicated during the on-site evaluation.